Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to stress applied to the device during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (chipped adhesive on the bending section cover) was confirmed. In addition, service found scratches on the grip, the up/down plate, the right/left plate, switch button #1, the video cable, the video connector, the light guide connector, the light guide cover glass, the video connector case, and the up/down angle fixing lever due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the adhesive on the bending section cover of the subject device was chipped. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling from the objective lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.